Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight, further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2024-00506. It was reported that one of the patient's leads had high impedances. Surgical intervention was undertaken to replace the lead, during the procedure it was observed that the second lead had high impedances. Both leads were replaced. Effective therapy was established postoperatively.